Event description:
New information received indicated that programming change was made. The patient is being monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular has reoccurring oversensing. The alerts were noticed during remote follow up. Frequent episodes were seen. The noise is occurring at a very low frequency and not sustained. Appear to be like valve closure or chatter due to its electrogram and frequency. No inappropriate therapies delivered or recorded as a vt/vf episode. All other lead function tests were within normal limits. The patient was stable.